Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. Reportedly, the pump was emitting call service alarms related to a communication issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/05/2016 with the following findings: a review of the black box and download history did not show any alarms related to the complaint. The pump was exercised for 24 hours and no alarms were emitted.